Event description:
The patient's wife reported that the atrial lead came loose and is not attached to the heart, and she understands that the device may "die in january." The patient's wife further understood that the patient's atria are "not beating right" due to the lead "roving around." She stated that the lead was turned off but then the patient felt weak and tingling with numbness on the left side of the body, and when the lead was turned on again the patient felt back to normal. The patient received a heart monitor but the patient experienced the same symptoms when the monitor was in place. She also stated that the heart monitor and a cell phone were close to the device and she questioned if they may be interfering with the device. The device and lead remain in use. No patient complications have been reported as a result of this event. Patient's wife reported the patient now has "afib" and understands lead "zapping the heart may have caused it".

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/15/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.